Manufacturer narrative:
The customer advised that the battery that was installed in the device during the event was disposed of following the event and was not available for examination. The battery that was used during the event was approximately 5 years old. Physio performed an analysis of the device's electronic memory from the time of the event. Physio confirmed that at the beginning of the event the battery symbol on the device's readiness display indicated that approximately 50% of the battery remained; however, while the device was charging (in order to shock) the battery went to zero (0) amp-hours and showed that the battery was empty on the readiness display, thus prompting the "replace battery" messages. Physio also confirmed that one (1) defibrillation shock was successfully delivered to the patient. Physio-control evaluated the customer's device with a new battery and verified proper operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue was the sudden depletion of the device's battery; however, due to the battery being disposed of following the event, further component level cause could not be determined.

Event description:
The customer contacted physio-control to report that during a recent cardiac arrest, their device experienced a sudden depletion of their battery following one (1) defibrillation shock to the patient. The patient, a (B)(6) male, had been down approximately 3-5 minutes prior to the fire department arriving on scene. Bystander CPR was in progress upon arrival and then taken over by firefighters. Firefighters powered their device on, noting that there were two (2) bars on the device's readiness display, indicating approximately 50% capacity. The device then provided a "shock advised" decision and provided one (1) defibrillation shock to the patient. During the shock, the device also gave a "replace battery" message. As firefighters continued CPR, a backup device was made available. No information about patient care using the backup device was provided. The patient status is unknown. Upon reviewing the device's electronic memory, physio-control confirmed that a sudden depletion of the battery occurred at the time of the single defibrillation shock to the patient and that it may have prevented the device from providing additional shocks, if it were necessary.